Manufacturer narrative:
Concomitant medical products: product ID: dtma1q1 ICD, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one week post generator changeout, the right atrial (ra) lead exhibited under-sensing, potentially p-waves, with low p-waves. The ra lead remains in use. No patient complications have been reported as a result of this event.